Event description:
It was reported that the customer had problems with the insulin pump during camping. It was stated that the infusion set and reservoir were changed few times, but the high blood glucose persisted. It was stated the insulin pump did not deliver insulin during the manual prime and did not alarm no delivery. The reservoir was changed twice and every time the insulin was squirting out of the tubing before the plunger touched the reservoir. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.